Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. On (B)(6) 2024, the cgm reading was 120 mg/dl, and the bg reading was 63 mg/dl. No symptoms and no treatment were reported from that moment. On (B)(6) 2024, the cgm reading was 110 mg/dl, and the bg reading was 32 mg/dl. The patient was sweating a lot and experienced trembling and needed assistance from her partner as she was not able to open a grape sugar package, nor to take a glass of coca cola. The patient was treated by her partner with 2 glasses of cola, and 6 pieces of grape sugar. The patient did not lose consciousness at the time of the event. The day after, on (B)(6) 2024, the patient experienced another inaccuracy and the cgm reading was 198 mg/dl, and the bg reading was 64 mg/dl. The patient self-treated with 5 pieces of grape sugar and a glass of fanta. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.